Event description:
Same case as MDR ID#: 2134265-2013-03906 and 2134265-2013-03905. It was reported that during an intravascular ultrasound (ivus) procedure, the ilab cart system 120v motor drive unit (mdu) was unable to do automatic pullback. The procedure was completed manually with the same device. No complications reported and patient's condition is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).